Event description:
It was reported that during the cleaning process, the brush fractured, causing the colonovideoscope to become blocked. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.